Manufacturer narrative:
(B)(4).

Event description:
The pt experienced a loss of stimulation sensation following implantable neurostimulator (ins) replacement. The pt had good stimulation with her previous ins. Reprogramming was attempted but was unsuccessful. The ins voltage was increased to 10.5v, but the pt could not feel stimulation. Impedances were measured and many were high. From 0-1 was 5456, 0-2 was 8748, 0-3 was 1265, 1-2 was 4847, 1-3 was 8849, 2-3 was 4862. The pt was seen again about a week later. The pt could not feel stimulation at any setting. A lead connection check indicated four okay connections. The impedances were measured again and were high. From 0-1 was 7297, 0-2 was >10000, 0-3 was >10000, 1-2 was 6941, 1-3 was >10000, 2-3 was 5250. X-rays were taken and did not show any lead fractures or positioning problems. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.